Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted infusion pump. The indication for use was spinal pain. It was reported when the patient first had their "trial pump on a pole in the hospital", the patient itched all over and catheter was leaking. The hcp had to fix it and since then was ok.